Event description:
The customer alleges back to back results of 43 and 222 mg/dl on her meter. No report of an adverse event. Controls were run and both were in range. Return requested and replacement was sent.